Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: the patient allegedly developed a large pneumothorax after undergoing an ion endoluminal lung biopsy procedure. As a result, a chest tube was placed to resolve the pneumothorax and the patient required a 2-day hospital stay. Although the physician indicated that the ion system did not cause the pneumothorax, the cause of the complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy, a patient experienced a pneumothorax. The physician indicated that he did not believe an ion product caused the pneumothorax which was identified post-procedurally via chest x-ray. The physician explained that the patient had diseased lungs and was at risk for pneumothorax with any type of lung biopsy modality. The patient had complaints of shortness of breath. The pneumothorax was described as being large in size. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for 2 days. The physician reported that the chest tube resolved the pneumothorax and the patient was discharged to home. The physician confirmed that the ion system did not malfunction.